Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's evaluation of a spectrum pump, a non OEM battery was found to be installed. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device. The non-OEM battery module was found to be a non baxter product. The battery was removed from service.